Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu-tni) result that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 0.69 ng/ml was obtained. The original sample was re-tested twice and repeated results were: 0.14 ng/ml and 0.09 ng/ml. Customer then diluted this sample 1:2 and obtained two results of 0.11 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications on the date of the event. System checks performed in 2008 passed specifications. The specimen was collected in a bd, 7ml, plastic lithium heparin tube and was centrifuged at 3,000 rpm for 10 mins. No other samples were questioned at the time of this event. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a diagnostic testing and results passed within specifications. The fse verified the instrument per established procedures. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.